Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned impactor pad confirmed the corner of the pad had fractured off and exhibited signs of repeated use (nicked and gouged). Fracture analysis of the hackle marks and river lines identified the fracture was consistent with overload fracture failure mode. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while reviewing instrumentation after completion of a knee arthroplasty procedure that the femoral impactor pad was identified to be fractured. No adverse events were reported as a result of this malfunction.